Manufacturer narrative:
(B)(4). Catalog number, is the international list number which is similar to us list number of 062910.   The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed.   Stoma site infection is a known complication of a peg tube placement.   If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2019 it was reported that the patient was hospitalized for inflamed stoma site with secretions and vomiting. The patient was treated with unspecified intravenous antibiotic for the treatment of unspecified stoma site infection.